Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient presented to outside hospital with drainage coming from driveline site and pain. Patient was admitted and started on antibiotics regimen, driveline exit site was cultured. Patient culture returned positive for (B)(6). Secondary cultures were done on (B)(6) 2016 and came back negative. Patient was discharged with resolving driveline exit site drainage and pain on (B)(6) 2016 and put on suppressive antibiotic regimen. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient was transitioned to different antibiotic at second week follow up due to increased drainage. On (B)(6) 2016, patient was re-admitted to hospital for continued driveline exit site drainage and positive culture. Fluid collection was seen on computed tomography (CT) around subcutaneous portion of device driveline. Patient was started on antibiotics during admission. Patient was discharged on intravenous (IV) antibiotics 6 weeks course. Patient was switched to different antibiotic on (B)(6) 2017 due to effect of previous antibiotics on international normalized ratio (inr). Device remains implanted. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.